Event description:
Ventilator disconnect alarm activited, however external alarm to light outside pt room and to nursing station did not alarm. Found cable to external alarm to be severed or separated from plug. Pt coded and survived with decreased mental status. Pt expired 12/23/96 after massive gi bleed.